Event description:
Arrived to find an elderly person in cardiac arrest. The first responders at the scene minutes prior began administering cardiac pulmonary resuscitation (CPR). The paramedics intubated the patient and the cardiac defib pads were placed on the patient's chest per the manufacturer's specifications. The monitor would not read a rhythm and a message displayed on the monitor indicating poor pad contact. The pads were checked to ensure proper placement and contact with the patient. The message remained. All connections were double-checked, unplugged and reconnected. The pads were changed to a new set with the same results as stated above. The other first responders did not have an automated external defibrillator (AED) with them, and so a call was placed for another AED to be delivered to the scene. The four limb leads showed that the patient was in ventricular fibrillation and so the patient was shocked one time and rhythm was converted. The end tidal carbon dioxide (etc02) would not read and there was no wave form present. The cable and connections were checked. No changes. The paramedics continued transporting the patient to the ambulance with the AED. The new AED arrived and the patient was transported to the hospital with no further difficulties with the new monitor. The defibrillator/monitor and end tidal function were working and the wave form was present. Patient was delivered to the emergency department resuscitated from a cardiac arrest.follow up: ambulance supervisor reviewed equipment and found the main cable unplugged when first looked at it. The cable has two screws that keep the cable from becoming detached from the defibrillator. The supervisor indicated that this would account for not reading through the pads, but reading through four lead. The crew did inspect the defibrillator at the beginning of their shift and it worked fine. The defibrillator was sent to biomedical engineering for evaluation/testing.biomed: etc02: the reported problem condition of etc02 was not verified. The end tidal function of the monitor would not acknowledge the presence of multiple etc02 modules. Defib cables: the poor pad contact message was duplicated when the multifunction cable was removed during ECG reading. After routing and securing the multifunction cable through the attached storage bag, no problems were found during testing of the defibrillator function of the device. The monitor was sent to zoll for replacement of the etc02/sp02 power supply board to remedy the failure of the end tidal. Zoll tech support was not able to find failure in the defibrillator function of the monitor and attributes the initial failure to operator error with the multi-function cable detachment.